Event description:
The customer reported via phone call that they experienced low blood glucose. Customer blood glucose at time of incident was 40 mg/dl. Customer was treated with glucose tablet. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.